Event description:
Ambu aurai single-use laryngeal mask #5, lot 1253729, became partially disrupted between its handle and the remainder of the device during use. A leak was noted in the anesthesia circuit. Anesthesiologist reapproximated and taped the disrupted portion during the case. No harm to the pt was noted.